Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), the defibrillation threshold (dft) test failed and the patient had to be externally converted. Fluoroscopy showed the s-ICD was very superior, so it was revised at a later date. Dft was performed successfully. This electrode remains in service. No additional adverse patient effects were reported.